Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace was noted to be broken upon firing. The customer retrieved the tip from the body, and the nurse changed the new instrument to finish the procedure. After the procedure the nurse discarded the broken tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic ace was found to have a broken blade. The blade broke at roughly 0.177 from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.